Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. The patient was not hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On unreported date(s), the patient was treated with an unknown intraperitoneal antibiotic (medication, dosage, frequency, and duration not reported) for the peritonitis event. On an unknown date, peritoneal dialysis therapy was discontinued and at the time of this report, the patient was no longer on the peritoneal dialysis solutions and had been placed on hemodialysis. The patient was recovered from the peritonitis event. No additional information is available.